Event description:
A talent stent graft system was implanted in a patient for a 37 mm diameter left iliac aneurysm, approximately 1 month ago. Vessel morphology was an aortic neck diameter of 25 mm proximally, and 27 mm distally. It was reported that the bifurcated stent graft was implanted from the right femoral access and the contralateral limb from the left, and in addition, a stent graft limb extension was implanted on the ipsilateral side. There was no endoleak noted post implant. Eight days later, a follow-up CT was done and revealed a type 1a endoleak. The physician assessed that it is possible that the endoleak occurred because the bar of the main body did not fit the curvature, sealing was not sufficient. An intervention has been performed; however, the details are not available. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (endoleak), (treatment of only an iliac aneurysm). Conclusions: (treatment of only an iliac aneurysm).